Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic end tip fell off as well as glue type substance. No patient involvement.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected section: d10 - returned to manufacturer date corrected from: 04/22/2020 to: 06/19/2020. Trackwise ID (B)(6). The device was returned to the factory for evaluation on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . There were signs of clinical use on the jaws and no evidence of blood. The heater wire was observed to be slightly flexed away, remaining attached at the base and the tip. The silicone insulation on the both jaws was observed to be intact. No visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" is not confirmed but the analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure mode material twisted / bent wire are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic end tip fell off as well as glue type substance. No patient involvement.